Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the patient had a syncopal episode and went to the hospital. Upon interrogation the patients rhythm was found to be at 35 beats per minute (bpm), high out of range pace lead impedance measurements, increased pacing thresholds, and noise with inhibition of rv pacing. Furthermore it was noted that there was no visible out of range values in the daily measurements and the device did not show any alert message at interrogation as it appears the lead issue manifested in-between the two 21 hour daily measurement readings. The lead was capped and replaced with a non-bsc lead. Soon after implant the non-bsc lead had dislodged. Due to the patient undergoing surgical intervention again, the device was explanted and replaced as a precautionary measure. No further adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.